Event description:
It was reported that right atrial (ra) lead was explanted due to dislodgement and high pacing thresholds. A new lead was implanted. No additional adverse patient effects were reported. As of today, this lead has not been returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.